Event description:
It was reported that the 9800 system displayed a collimator and temperature sensor error code. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hv cables. The system operates as intended.